Event description:
It was reported that the motor was losing electrical power during an implantation of a cervical prosthesis. As a result of the malfunctioning machine, the surgeon could not implant the prosthesis. The surgeon elected to perform a fusion. No patient complications were reported.

Manufacturer narrative:
Device has been returned to the manufacturer; however, the product has been sent to a third party for device analysis at this time. Unable to determine the cause of the event.